Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the apollo micro catheter was returned for analysis. The apollo total length was measured; the usable length and distal floppy length were measured but not found within their specification. The 5.0cm detachable tip was found to be detached and missing from the apollo micro catheter. The detached tip will not be returned and the reason for not returning was not provided. Therefore, any contribution of the detached tip to the issue could not be assessed. Since the detachable tip was not returned, it could not be determined if the usable and distal length of the apollo micro catheter are within specification. Upon visual inspection, no irregularities were found with the apollo hub. The catheter was flushed with water and found to be patent. No blood was observed during flushing. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached and missing from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Per the apollo IFU (instructions for use): ¿always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Do not touch or manipulate the catheter tip prior to use.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal part of the medtronic flow directed microcatheter was found to be separated out of package / during preparation. The device was replaced with another medtronic device to complete the procedure. No patient injury was reported as a result of the event. The microcatheter was flushed and prepared as indicated in the instructions for use (IFU).